Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 571 mg/dl. The customer's current blood glucose is 512 mg/dl. The customer stated that they visited to emergency room. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump less than 48 hours prior to the hospitalization. The customer also stated that the insulin pump had a no delivery alarm. The drive support cap was flush. The product will be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.